Event description:
The clinician reports that the day the implant was placed in ada 8, failure occurred upon insertion. Details of surgery: ridge augmentation. Patient presented with bone type iii. No product was returned to the manufacturer. At the event the patient experienced: bleeding, hypersensitivity and inflammation. No further patient complications were reported.